Event description:
The following information was reported: tried to deploy the device, the advancer tube was missing, sealant could not be deployed, abandoned procedure and held pressure (30 minutes or less). No other problems. The patient was not hospitalized. Procedure type: diagnostic coronary vessel size: 6 mm stick location: medium sheath size: 6f. The sales rep was present for this procedure.

Manufacturer narrative:
Visual inspection of the returned device showed that the shuttle cartridge was engaged to the handle. Sealant was located at the balloon distal shaft. Blood was observed on the outer surface of the sealant. The advancer tube was found inside the shuttle cartridge which indicated an incomplete engagement of the advancer tube. The shuttle down procedure was simulated and the advancer tube was able to properly engage the tamp locks. The catheter, shuttle cartridge and advancer tube were inspected for anomalies that may have obstructed the device path during deployment. No anomalies were observed, however, blood was present near the proximal end of the advancer tube, which is indicative that blood was being forced into the proximal end of the shuttle. Based on the provided information and the investigation performed, the reported failure to deploy might have been caused by sealant swelling up and increasing the sealant profile causing the sealant to wedge between the shuttle cartridge and the sheath. High tension applied to the balloon catheter during the shuttle deployment step can result in a tight seal at the tip of the sheath and as the device is advanced, blood can be trapped inside the sheath causing the sealant to hydrate prematurely, leading to resistance during engagement. The review of the lhr (lot f1414902) indicated that the device lot met all established performance criteria prior to shipment. (B)(4).